Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 44 mg/dl at the time of incident. Customer other relevant blood glucose level was 37 mg/dl. Customer experienced stress as result of hypoglycemia. Customer alleging possible pump over delivery. Customer reports insulin pump was worn during a test around an magnetic resonance image. Customer was not using auto mode feature on insulin pump. Customer did receive sensor glucose value not available alert and change sensor alert. The reservoir will not be and insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that customer was using insulin pump within 48 hours of reported high blood glucose event.